Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. The event occurred at (B)(6) hospital, (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced gastrointestinal bleeding with tarry stools. The patient¿s hemoglobin level dropped to 7.2 g/dl an esophagogastroduodenoscopy could not locate the bleeding point. Blood product was given which relieved the symptoms. The patient was discharged on an unspecified date. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The pump appeared to have operated as intended above the low speed limit with no atypical alarms throughout the duration of the system controller log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.